Event description:
The aspiration tip broke in the femoral canal during the procedure. The tip detached (a piece of 20cm), it has been retrieved with instruments present for the procedure. Status patient ok, the procedure was a total hip prothesis.